Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that the surgeon was passing the suture using the scorpion fastpass sl through thick tissue and the tip broke off. The tip remained in the patient. Follow-up investigation: the fastpass was in the subacromial space when the tip broke. The tip was not retrieved as it was felt it would cause too much trauma to retrieve it. An x-ray was taken post-operatively which showed the tip to be in the supraspinatus. The procedure was completed using a suture lasso as it was near the end of the case.